Event description:
It has been reported to philips that the flexvision monitor was not displaying any images. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision monitor was not displaying any image. Upon functional testing the fse found that there was a loose connection to the video wall connection box. To resolve this issue the fse remade connection. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.